Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 08/26/2024, an arthrex representative reported via (B)(4) that an ar-8920cds tightrope had an issue in a case. The tightrope was not compressing with the loop. The device presented problems in its reduction, causing its wires to break. The reduction of its components was not behaving as expected. The surgeon used another device to finish the procedure. There was no patient harm or injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.